Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, the trocar blade does not remain engaged making it difficult to insert the trocar in the abdomen safely. Surgeon continued to use trocar until it was in the abdomen. UDI, age and weight are not available. No patient injury or ill-effects. No medical intervention required. Patient current status reported as recovered.